Manufacturer narrative:
The device is not being returned to covidien. (B)(4).

Event description:
It was reported to covidien that the unit's display was missing segments. No pt involvement was reported.